Event description:
It was reported that during central processing, the monopolar cautery instrument tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed missing material was not used within the patient. No fragments fell from the device when used during a procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The instrument was inspected prior to use with no issues noted. The or was setting up for the case when the issue occurred. There was no sign of thermal damage or arcing observed. There was no instrument collision and no damage that would result in a fragment falling inside the patient. There was no video recording or images of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar cautery instrument to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The tube adapter at the distal end was found to be damaged. The tube adapter exhibited a broken piece that was not returned with the instrument. The damage resulted in the cautery tip being unable to be installed securely into the tube adapter. The root cause for the broken tube adapter is typically attributed to misuse. This complaint is being reported based on the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.